Event description:
(B)(6): covidien (B)(4) reports via e-mail: I have just been contacted by the (B)(6) hospital, who informed me of a breakdown on their optivantage injector. I was told that she believed a pt had been injected with air. The unit screen flashed red and the unit alarmed. They disconnected the unit and rebooted, the injector is now working. (B)(6): covidien (B)(4) clinical specialist reports via e-mail: I have spoken at length to the customer today and she is quite satisfied that although during the main injection air was present on the scan that this was in fact not due to the injector. (B)(6): new info from the (B)(4) adverse event report: the pt was for a CT cardiac scan. The radiographer in charge is a very experienced CT radiographer and has used pre-filled for a number of years. The injector was filled with a 100mls of optiray 350 pre-filled syringe on side and a 200ml syringe filled with saline on side b. The y connector was purged as normal. The test bolus was performed with no air on the images. The main injection was carried out at the same flow rate as the test injection 5mls per second. Air was seen on the scan. The pt appeared well but was looked at by a registrar in casualty and put on oxygen for a few hours and monitored. The pt was then sent home after a few hours with no ill effects. Pt was reported to be okay.

Manufacturer narrative:
Covidien regional service engineer (se) evaluated the injector and found it to be working within manufacturer's specifications. The customer stated to the se they do not believe the incident was caused by the injector. No further investigation needed at this time.